Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2013-13250 and 1627487-2013-13251. It was reported the patient was experiencing pain in the sacral region and at her ipg pocket site. Programming was able to capture stimulation coverage in the patient's lower back and left leg but not in the sacral region. The patient's physician planned to evaluate the patient's pain relief over the next couple of weeks. Follow-up information identified the patient wants her scs system explanted. Additional follow-up pending.